Event description:
A customer contacted global technical service (gts) regarding a system error 2240 (air in line) that appeared on the home choice (hc) during drain. Gts explained the alarm and had the home patient (hp) cycle power to clear the alarm. The home patient (hp) had disconnected during therapy and did not press stop, allowing air to enter the setup. Gts explained proper disconnect procedures and advised the hp to contact the nurse. Product surveillance (ps) contacted the hp's nurse and recommended retraining. The nurse said the hp had not had any problems as a result of the incident. The patient was involved but there was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted if any additional information is becomes available.

Manufacturer narrative:
(B)(4). The complaint for a system error 2240 (air in line) was confirmed. The root cause was use error. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).